Event description:
It was reported that the spring arm had dropped from its installed fix position and was held in place by the monitor cable. Neither patient nor user health consequences were reported.

Manufacturer narrative:
The affected system was a spring arm display 17-26 mox hd, part no. G28374, that belongs to the medical-light-polaris product family (not a hinged arm as stated in the initial report). The affected system was examined onsite by dräger service and related information was made available for further investigation at the manufacturer¿s site. The affected system had been subjected to re-installation measures done by a 3rd party company prior to the reported event. Based on the assessment of provided information including pictures it could be verified that ¿one of the monitor arms had dropped from its installed position¿. It was confirmed that the retaining ring (used to attach the spring arm to the cantilever arm) was not installed correctly. The slide ring was also missing, which can cause or contribute to the retaining ring coming loose. Based on the investigation it was concluded that the affected device had not been installed correctly according to the dräger assembly instructions, although related installation instructions and described process steps are appropriate and in place (human factor). A product fault or a design fault could be excluded. During repair measures done onsite by dräger service the faulty and/or missing components of the affected connection between spring arm and the cantilever arm were assembled. As a precautionary measure all other arms of the affected theatre 5 were preventively inspected and two more systems were found where the slide ring was missing. All three spring arm systems were repaired; the theatre 5 is back up and running. The polaris 7xx/5xx and multimedia assembly instructions and installation test protocols specify in detail how the installation of the system (incl. The retaining ring and slide ring) must be performed and checked prior to handover the system. If process steps are not or only inadequately carried out, especially in the case of an incorrect retaining ring installation, parts or assemblies may not be adequately fastened. As a result, affected system components may come loose and fall. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the spring arm had dropped from its installed fix position and was held in place by the monitor cable. Neither patient nor user health consequences were reported.